Event description:
It was reported that a caregiver failed to follow therapy steps while performing peritoneal dialysis (pd) therapy. The patient was connected during the prime phase. The technical service representative advised the caregiver to restart therapy with new supplies. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, this is a report of a use error where the patient connected to the patient line during the prime phase. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and tells the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. There is also a warning to the user which states that, connecting to the set up before the message ¿connect yourself¿ appears on the screen can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.